Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of a flogard infusion pump with an "alarm insert slide clamp" was confirmed in the sample evaluation. The cause of the problem was corrosion in the safety/slide clamp assembly. The safety slide clamp assembly was replaced.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer reported to baxter (B)(4) of a flogard pump that presented an insert slide clamp alarm. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.